Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was not logging data despite being in use. Review of the pump data logs verified that the pump screen was unlocked successfully on (B)(6) 2019 and (B)(6) 2019; however, there was no interaction with the pump on (B)(6) 2019 or (B)(6) 2019. The customer acknowledged the findings; however, maintained unlocking the pump successfully and delivering bolus requests from (B)(6) 2019 to (B)(6) 2019. Blood glucose was not impacted.